Manufacturer narrative:
Reported event: an event regarding wear and abnormal ion level involving an unknown metal head was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation: a revision of a right hip did occur for trunnionosis and increased co levels. The spine surgery was unrelated. Root case: the root cause of the revision was trunnionosis. This was likely an lfit head-trunnion problem. The lot numbers would need to be checked to confirm. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: it was reported that the patient's hip was revised due to "wear of articular bearing surface of internal prosthetic right hip joint." Clinician review of provided medical records confirmed that a revision of a right hip did occur for trunnionosis and increased co levels. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Information received from study site indicates patient's right hip was revised due to "wear of articular bearing surface of internal prosthetic right hip joint." *update on 17-aug-2021: per clinician review: "confirmation: a revision of a right hip did occur for trunnionosis and increased co levels. "

Manufacturer narrative:
Reported event: an event regarding wear and abnormal ion level involving an unknown metal head was reported. The event was confirmed via clinician review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation: a revision of a right hip did occur for trunnionosis and increased co levels. The spine surgery was unrelated. Root case: the root cause of the revision was trunnionosis. This was likely an lfit head-trunnion problem. The lot numbers would need to be checked to confirm. -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: it was reported that the patient's hip was revised due to "wear of articular bearing surface of internal prosthetic right hip joint." Clinician review of provided medical records confirmed that a revision of a right hip did occur for trunnionosis and increased co levels. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Information received from study site indicates patient's right hip was revised due to "wear of articular bearing surface of internal prosthetic right hip joint." Update on (B)(6) 2021: per clinician review: "confirmation: a revision of a right hip did occur for trunnionosis and increased co levels. "